Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has had multiple instances of the pump requesting a minimum of 50 units when not enough insulin is present in the cartridge. Customer reported loading a cartridge only after running completely out of insulin to avoid wasting insulin. There was no impact to the customer's blood glucose level.